Event description:
Additional information became available that this device is no longer being used as an external pacemaker post infection. The device and lead were both explanted and a new unknown system was implanted on the patients other side of their body.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device and leads were removed from the patient. This device was used externally with one right ventricular (rv) lead as an external pacemaker until the patient recovered from the infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.